Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported delay could not be conclusively determined.

Event description:
During a pulmonary vein isolation (pvi) procedure a clinically significant delay occurred. Following successful transseptal puncture, a tacticath was introduced through an agilis to the left atrium. The catheter was validated and respiration compensation was completed and zero contact force was observed. It was then identified that the catheter was not displayed correctly on the mapping system and the distal electrodes appeared deflected and making circular movements. Additionally contact force values remained at 71 grams even after removing the catheter from the patient. Catheter connections on the precision link and tactisys were checked, cable connection from the tactisys to ampere were checked and both system were restarted but the issue persisted. A new catheter was used to resolve the issue. The procedure was continued following a 1 hour delay with no adverse patient consequences.

Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was received for investigation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Additionally, optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. The contact force baseline was reset to zero with no anomalies noted. The three-way stopcock attached to the catheter luer hub was able to be removed and no anomalies were noted. In addition, the device displayed as intended when connected to an ensite precision system with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay remains unknown.